Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation.

Event description:
Additional information was provided regarding this event. The event occurred during reprocessing. The intended procedure was a diagnostic bronchoscopy, that was completed successfully using the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the shaved forceps channel port was that endo therapy accessories or metal part of cleaning brush touched the biopsy channel port during insertion/withdrawal of them. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of leakage was confirmed due to a pinhole in the bending section cover. In addition to the finds reported in this event, the objective lens, distal end, up/down plate, scope cover and universal cord was scratched. Adhesive on bending section cover was detached. Bending section cover had slack. Due to damage on objective lens, a foggy image occurred. Connecting tube had a dented. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus field service engineer (fse) reported on behalf of the customer, a leakage in the bronchofiberscope. The fse observed a leakage from the bending section cover. There was no report of patient harm associated with this event. During incoming inspection, it was determined the forceps channel port was shaved. This medwatch is being submitted to capture the reportable malfunction found during evaluation.